Event description:
An article titled "technical aspects of pediatric epilepsy surgery: report of a multicenter, multinational web-based survey by the ilae task force on pediatric epilepsy surgery" was received. The exact number of patients affected is unknown since the survey was conducted across 46 (88%) surgical centers across the world. Complications listed were that 0.9% of the patients had infection. No further follow-up can be made at this time. The author does not have any patient data as the centers only provided prevalence (in percentage) of serious complications arising from the procedures outlined in the paper. No exact number was provided.

Manufacturer narrative:
Report source; corrected data: inadvertently did not select literature on initial report.